Manufacturer narrative:
(B)(4) date sent: 5/22/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the clip applier was not closing the clips properly. The device was fired about 4 times, and all the clips came together properly at the ends but not where it folds not creating a proper seal of the tissue. We opened another clip applier, and it worked just fine. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap chole procedure with surgeon they had 1 each fail. Clips not dosing properly, applier thrown out due to patient contact. No patient harm was reported.